Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The patient's mother stated the patient collapsed at school and had a seizure at 12:00pm in which the school called the ambulance. She indicated that the patient's blood glucose was 1.6 mmol/l and treatment was provided by the ambulance. The patient's mother stated the school informed her that the dexcom alarmed with a value of 4.2 mmol/l with a stead arrow. The patient's mother indicated that the dexcom should not have alarmed at that value due to the patient's alert settings. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on clarification on no allegation against the product was made by the reporter. Please disregard initial reporting under MFR# 3004753838-2018-132596.